Event description:
Pt was admitted with acute hemolysis secondary to probable mechanical kinking of arterial blood line. According to source, pt developed severe back pain at the end of dialysis. It was then noted by a staff member that the arterial blood tubing was kinked immediately post blood pump segment. Intervention included hospitalization after dialysis. Pt stabilized and was subsequently discharged two days later. The actual sample is available for evaluation.